Event description:
Boston scientific crm received information that this atrial lead dislodged post implant. This lead displayed loss of capture at a follow up and confirmed dislodged via x-ray. It was also noted that during implant procedure, it took multiple attempts to place the lead. The lead was explanted and will be returned. The physician noted this was likely a patient anatomy issue versus a lead malfunction. No adverse patient effects were reported. The lead was returned and is currently in analysis. When additional information becomes available, this event will be updated.